Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that multiple alarms occurred during a routine hemodialysis treatment, which could not be resolved. The operator was not sure of the exact alarms. Rinseback of the patient's blood was started but could not be completed, resulting in an estimated blood loss of 140cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss was attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The operator was not sure of the actual alarms; however, occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.